Event description:
Boston scientific (bsc) crm rec'd info from a fax to our medical records dept stating this pacemaker was explanted due to suspected device failure. Two months later, bsc rec'd add'l details that the right ventricular (rv) lead was exhibiting loss of capture and increased threshold measurements. As the pt is pacemaker dependent, the rv lead was successfully repositioned during the pacemaker replacement procedure. No adverse pt effects were reported.

Manufacturer narrative:
Not returned. Upon receipt at our post market qa lab, it was noted that the battery status on the date of explant was good. Interrogation of the device was normal and no warning messages or interruptions in telemetry occurred during the communication process. Additionally, the device memory was reviewed and no abnormalities were noted. The device passed electrical testing and paced normally throughout analysis. Based on current parameters techs performed longevity calculations which showed minimum predicated longevity 1/10/2013 and a nominal predicated longevity of 12/20/2015. This is in agreement with the programmer's calculation of greater than five years longevity remaining. This device was implanted for three years. This device did not exhibit any anomaly indicative of a compressed microcrystal failure mode. The rv lead was repositioned and remains active in the pt.